Manufacturer narrative:
N/a.

Event description:
A patient in (B)(6) was undergoing crrt treatment with a prismaflex m100 set ckt. When replacing the effluent bag, the nurse identified the luer lock on the effluent line was blocked. There was no patient injury or medical intervention related to this event.